Manufacturer narrative:
Maruyama f, ishibashi t, kato n, et al. Direct carotid exposure approach in the treatment of anterior circulation unruptured intracranial aneurysms for elderly patients. Interventional neuroradiology: journal of peritherapeutic neuroradiology, surgical procedures and related neurosciences. 2021;27(4):503-510. Doi:10.1177/1591019920987345. If information is provided in the future, a supplemental report will be issued.

Event description:
Maruyama f, ishibashi t, kato n, et al. Direct carotid exposure approach in the treatment of anterior circulation unruptured intracranial aneurysms for elderly patients. Interventional neuroradiology: journal of peritherapeutic neuroradiology, surgical procedures and related neurosciences. 2021;27(4):503-510. Doi:10.1177/1591019920987345. Medtronic literature review found a report of patient complications in association with a pipeline device. The purpose of this article was to evaluated complications related to antiplatelet/anticoagulant management and compared the direct carotid exposure approach (dcea) to standard transfemoral/transbrachial approaches (tfba) in the treatment of unruptured intracranial aneurysms for elderly patients. Eleven patients (12 procedures) using the dcea were included, 7 of which were treated with pipelines. The average age was 80.9 years, and 10 of the 11 patients were women. The article does not state any technical issues during use of the pipeline device. All procedures were successfully performed as planned and provided adequate arterial access. There were no procedural complications related to dcea. The following intra- or post-procedural outcomes were noted:  - morbidity was reported in one patient (8.3%).

Event description:
Additional information received reported that there were no adverse events related to the pipeline flex or medtronic products.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.